Event description:
A report was received that the patient was having pain at the implant site when stimulation was turned on and was experiencing heat and shocking sensation from the ipg site, especially upon sudden movements. Database analysis revealed high impedances on some lead contacts and the ipg appeared to be working as expected. The patient was not receiving adequate stimulation. The physician suspected a lead fracture. The patient was recommended to undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient has decided not to undergo a revision. There will be no further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the implant site when stimulation was turned on and was experiencing heat and shocking sensation from the ipg site, especially upon sudden movements. Database analysis revealed high impedances on some lead contacts and the ipg appeared to be working as expected. The patient was not receiving adequate stimulation. The physician suspected a lead fracture. The patient was recommended to undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.